Event description:
It was reported that a revision surgery was performed after 10 years because of a broken post.

Manufacturer narrative:
The associated genesis ii ps insert was returned and evaluated. A lab analysis conducted during this investigation indicated that returned insert and insert post fragment were examined visually and using optical microscopy. No destructive testing was conducted. The insert showed some abrasion, discoloration and deformation in the bearing regions on the superior surface. Minor scratches were observed on the inferior surface of the insert, and material damage could be seen around the periphery of the articulating surface. The device fractured near the base of the post. Significant material deformation was present on the insert around the fracture surface. This fracture could have been caused due to repeated posterior impingement of the femoral cam on the post combined with excessive loads. However, based on the results of this investigation, this could not be isolated as the root cause for this particular failure mode. On the basis of this investigation, no material or manufacturing deviations were found. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated genesis ii ps insert was not returned for evaluation. A clinical analysis noted that without the requested clinical information, pathology reports, and the explant a definitive root cause of the implant deformation cannot be determined.  However, the length of time in-situ, the age of the patient and history of cancer cannot be ruled as a contributing factors.  The impact to the patient beyond the revision cannot be determined.  No further clinical/medical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number.  Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.